Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified; the weight the device within specification, deformation, creases fold, brown particles in the shell and cloudy in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported left side "bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare professional later reported "hole in radius/gel leak." Device has been explanted.